Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no failure upon arrival at the site; however, the drawer failure analysis and mpar indicated that the drawer had experienced multiple failures throughout the day. A field service reseated pyxibus & ribbon cable connection to the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.